Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Three probe samples were returned for evaluation. Sample #1 the complaint sample was visually inspected and deemed nonconforming. The cutter was observed in the port opening. Aspiration, actuation and cut testing was were all deemed nonconforming as the cutter remained stuck in the port. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. There was very little wear present at the bend area. The inner cutter was slightly bent at the coupling with wear marks at the bend. Sample #2 the complaint sample was visually inspected and deemed nonconforming. The needle is bent approximately five to 10 degrees. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not fully close in the port. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. The inner cutter is slightly bent. Wear marks were present at the bend area and along the front of the inner cutter. Actuation testing was performed again after the probe was dissembled to remove any interference between the inner cutter and outer needle and the test was then deemed conforming. Sample #3 the complaint sample was visually inspected and deemed nonconforming. Loose foreign material is present on the needle. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not open or close. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area, the cutting edge, and on the back of the inner cutter near the coupling. Actuation testing was performed again after the probe was dissembled to remove any interference between the inner cutter and outer needle and the test was then deemed conforming. The complaint evaluation does confirm that all three probes had a nonconforming actuation/cut performance issue. The exact reason for the poor functional performance cannot be determined from this evaluation, but does not appear to point to a manufacturing related issue. The root cause for the poor performance appears to be from a combination of foreign material, bent needle, and usage time of the probe. The foreign material within the probe needle and bent needle will impeded the movement of the inner cutter movement, resulting in poor cut performance. The surgical time used for sample #3 appears to have worn and damaged the inner cutter such that the cutter quality had deteriorated. When and how the foreign material got into the probe and the needle became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe did not cut. The condition of aspiration was unknown. The issue was resolved by replacing the product. There were no patient harm reported. Additional information and product sample have been requested.